Event description:
Additional information reported that the catheter revision occurred on (B)(6)-2012. During the revision, the catheter wasn¿t flowing. They aspirated the catheter and tried to flush with saline to check the patency. ¿saline came back at them.¿ it was reported there was no injury.

Event description:
The device was used to deliver: morphine, baclofen, and clonidine.

Event description:
A catheter revision was reported; no further information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the catheter was revised due to "backflow of catheter". The location of the catheter issue was not specified. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Catheter model: 8711, serial# (B)(4), implanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).